Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident alarm is unknown. The customer stated he had tried 3 sets and insulin could not be pushed out of the reservoir into the infusion set. The customer stated that the alarm was resolved by changing the infusion set and reservoir. Customer also reported experiencing high blood glucose of 480 mg/dl. The customer had not treated yet and did not report any symptoms. Troubleshooting was performed. And no issues with the site/set, insulin or settings were found. It was advised to change the entire infusion set, reservoir and insulin and treat per doctors instructions. The device will not be returned for analysis.